Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter problem with test strip opening. As a result, the customer experienced loss of consciousness and was unable to test due to her meter not powering on with test strips. Customer had contact with a healthcare professional (hcp) who administered 3% glucose for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported her adc blood glucose meter problem with test strip opening. As a result, the customer experienced loss of consciousness and was unable to test due to her meter not powering on with test strips. Customer had contact with a healthcare professional (hcp) who administered 3% glucose for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visually inspected the reader and no issues were observed. Reader did not power on with button press, strip or usb cable insertion. Reader was connected to pc and masterm was not able to recognize the reader. Bnp-1 issue has been created to address the issue and during the bnp-1 issue the reader was de-cased. No port issues were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter problem with test strip opening. As a result, the customer experienced loss of consciousness and was unable to test due to her meter not powering on with test strips. Customer had contact with a healthcare professional (hcp) who administered 3% glucose for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.